Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure atrial pacing "was not very good". Several locations were attempted however it was noted the helix of the right atrial (ra) lead could not be retracted. The lead was attempted / not used. No patient complications have been reported as a result of this event.